Event description:
Customer reported a pantoprazole over infusion. The doctor's order was pantoprazole 80mg IV bolus and then a continuous infusion at 80mg/hour (10ml/hour); the bad volume was 100ml. The bolus infused with no problems and the continuous infusion started at 10ml/hour. During the continuous infusion the patient was examined and the nurse noticed at that time the 100ml bag was empty sooner than expected. The nurse and pharmacist confirmed the programmed settings were correct at 10ml/hour. However, they noticed the door hinge of the pump module was out of place, there was a small crack at the bottom of the module, and the IV set was not secure. The charge nurse and doctor were notified and the order was given to hold the pantoprazole infusion and restart the infusion the next day. No patient harm was reported and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Unable to confirm the customer's report of an over infusion. Although requested, the customer has not returned the device for evaluation. A follow up report will be submitted with investigation results should the customer return the device at a later date.